Event description:
It was reported that during a pta procedure of the right femoral artery, the balloon ruptured and then fractured. The catheter tip remaining in the pt was removed without additional invasive measures. Reportedly, no pt injury occurred.